Event description:
Patient attorney reports the patient will be revised to address mechanical failure of the knee. Doi: (B)(6) 2010 - revision to occur in mid (B)(6).***update: patients right knee was revised (B)(6) 2012 due to loosening of the femoral and tibial components at the cement/implant interface.***

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.